Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing an unknown issue after a left total knee arthroplasty due to osteoarthritis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: femur cemented posterior stabilized (ps) standard left size 7 catalog# 42500606201 lot# 62586009, natural tibia trabecular metal two-peg porous fixed bearing left size e catalog# 42530007101 lot# 62519918, all poly patella cemented 35 mm diameter catalog# 42540000035 lot# 62617086, palacos r 1x40 single catalog# 00111214001 lot# 78434385, palacos r 1x40 single catalog# 00111214001 lot# 78654386, patella reamer blade with pilot hole 46 mm diameter single use only catalog# 00597909546 lot# 62666909. Reported event was unable to be confirmed due to limited information received from the customer. Operative notes from the initial procedure were provided for further evaluation. The procedure was indicated for osteoarthritis and osteophyte formation proximal to the knee. The anterior and posterior cruciate ligaments were excised and osteophytes were removed. The provisional components were inserted and placed through a range of motion test with excellent stability noted. The tibia was press fit into position while the femur and patella were cemented in. Once bone cement was hardened, the knee was placed into a final range of motion and stability was noted to being excellent again. No adverse reactions noted during the procedure. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple mdrs have been submitted for this event. Please reference: 3007963827-2016-00065, 0001822565-2016-03664, 0001822565-2016-03665, 0002648920-2016-03212.